Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 440 mg/dl. Customer reported insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as tired. Customer was using auto mode. The customer will continue to use the device.